Manufacturer narrative:
(B)(4). Final analysis found that the ventricular setscrew inset had minor stripping. Calcified blood was found inside the setscrew inset, preventing the wrench from inserting and engaging the inset. When the calcified blood was removed, the wrench tip engaged the inset and untightened the setscrew. The blood most likely entered through a hole punched in the septum at implant. (B)(4).

Event description:
It was reported that during a routine pulse generator change out procedure, the right ventricular setscrew could not be loosened and the physician believed that the setscrew was stripped. It was also noted that a dark colored substance was observed on top of the setscrew. The device was explanted and replaced. The patient was in stable condition post procedure. The patient would continue to be monitored.